Manufacturer narrative:
An on-site rep attached the monitor cables to a replacement mixer. No add'l reports of image distortion or image loss have been reported since then.

Event description:
It was reported that image loss occurred for a few seconds couple with flickering images during a procedure. There was no report of injury or other negative health consequence to any pt.